Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had pump error alarms on insulin pump. The customer's blood glucose was 40 mg/dl. Customer stated they were able to rewind the insulin pump. Assisted with performing displacement test. Test results was passed. The customer declined to troubleshoot for low blood glucose. The product was not returned for analysis.